Manufacturer narrative:
Patient weight: 59.8 kg. Problem code 2906 captures the reportable event of clip failed to release from the catheter. Investigation results: visual examination of the returned complaint device noted the clip assembly was attached to the control wire and the capsule tabs were locked in to the capsule. A kink was noted at the proximal section of the catheter and the clip arms were noted to be misaligned. Additionally, the control wire was outside the catheter and severely kinked along its body, indicating the device was highly manipulated during the procedure. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. Reportedly, the clip was removed and the procedure was completed with epinephrine. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on september 13, 2019. It was reported that the crimp sleeve was dislodged from the handle.

Manufacturer narrative:
Patient weight: (B)(6) kg. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter. Reportedly, the clip was removed and the procedure was completed with epinephrine. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.